Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a patient with an infection of the pacemaker pocket was suspected. No abnormalities were detected with the device. The day after, an explantation of the whole system was performed. An investigation is required.